Manufacturer narrative:
Unit was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, batt out limit or failed batt test alarms during testing. However, a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery, unexpected error alarm due to completely broken reservoir tube lip. Unit had minor scratched lcd window, missing reservoir tube o-ring, stripped battery cap coin slot (p). No moisture damage on electronic assembly during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had no delivery and pump error alarm. Customer stated that they cleared alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.